Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed an opening assessed as unidentified (tear) opening. ¿ other-medical: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported ¿exchange from textured to smooth devices due to the patient's concern with the product¿ and ¿deflation¿. Healthcare professional later reported "tissue in valves". This record is for the right side. Device has been explanted and replaced. Device was returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Healthcare professional reported right side ¿exchange from textured to smooth device due to the patient's concern with the product¿ and ¿deflation¿. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.6b., h.6.

Event description:
Healthcare professional reported ¿exchange from textured to smooth devices due to the patient's concern with the product¿ and ¿deflation¿. Healthcare professional later reported "tissue in valves". This record is for the right side. Device has been explanted and replaced.